Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a smartablate generator. It was noticed that when map 1-2 were selected on the pace routing, they were still able to ablate. The impedance did not go high. It stayed at the same level. Therefore, it was reported that ablation was possible. Since they were aware of the issue, they ensured that no pacing and ablation was carried out together. Normal pacing was seen in this scenario, as well as, normal ablation (red catheter tip and red acquisition points). Both pacing and ablation functioned properly. The procedure was completed normally with no patient consequence. The main simulation port was being used. It was planned pacing. They were using the micropace stimulator. The carto 3 system was removed upon the client¿s request. A new system was installed. The suspicious system was sent to the device manufacturer. The issue was investigated by the sustain engineering department. Further communication with the field revealed that this happened while using the smart ablate generator and max impedance was set to off. The issue was duplicated. While using smart ablate generator and max impedance was set to off, the smart ablate generator does not stop the ablation signal even if map1-2 was selected on the pace routing and electrode m1 was disconnected from the ablation line. Smart ablate generator continues to generate ablation signal even when the impedance was cut, comparing it to the old stockert ablator which stopped the ablation signal while impedance is not measured. Ablation signal generating while map1 is disconnected from ablation line is a smart ablate system feature by design. The system performed as intended. It is also not a carto 3 malfunction. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a smartablate generator. It was noticed that when map 1-2 were selected on the pace routing, they were still able to ablate. The impedance did not go high. It stayed at the same level. Therefore, it was reported that ablation was possible. Since they were aware of the issue, they ensured that no pacing and ablation was carried out together. Normal pacing was seen in this scenario, as well as, normal ablation (red catheter tip and red acquisition points). Both pacing and ablation functioned properly. The procedure was completed normally with no patient consequence. The main simulation port was being used. It was planned pacing. They were using the micropace stimulator. The reported issue of the ablation being possible when map 1-2 were selected to pace is still under investigation. However, this issue will be reported under both the carto 3 system and the smartablate generator. When the investigational analysis has been completed under these products, a supplemental 3500a report will be submitted.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).